Manufacturer narrative:
Concomitant products: product ID: 37791, product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient.

Event description:
The patient's relevant medical history included spinal pain. The consumer reported she sat with the recharger on for four to five hours but she could not get her implantable neurostimulator (ins) to fully charge. The patient never got the ins to show "charge complete". The day prior to this report the patient got six to eight coupling boxes and then, thirty seconds later, they disappeared. The patient saw a manufacturer's representative (rep) on (B)(6) 2015 and the rep checked the ins battery level and told the patient the ins battery was full. The patient attempted a recharge session and there was a poor coupling screen. Repositioning the antenna did not resolve the issue. An antenna locate feature was performed and another recharge session was attempted, but there were zero coupling boxes and the issue did not resolve. The recharger antenna was damaged. Additional information received from the consumer reported the replacement of the recharging antenna seemed to help resolve the poor coupling and ins not charging to complete issues. The patient finally got a full charge, but it took several hours. The stickers sent with the replacement antenna also helped a lot. The patient also found that she could maintain a higher charge when standing or moving around. Additional information was received from the patient on (B)(6) 2016 reporting that the patient was unable to charge and had never been able to maintain good coupling. The patient indicated that they were using adhesive discs. The patient stated that they were not using their current implantable neurostimulator (ins) because they got frustrated with the charging. Any little move they made caused them to lose all coupling boxes. Walking and charging was better than sitting and charging according to the patient. An ins replacement was scheduled for (B)(6) 2016. The patient wanted to speak with a manufacturer representative about this as the patient was told by the hcp that another rechargeable device will be implanted when the patient wanted a non-rechargeable device.

Event description:
Additional information was received from the patient who reported that it took them 6 hours to recharge their previous implantable neurostimulator (ins) and that their new implant is wonderful, having no issues with their new ins. The patient was inquiring about MRI compatibility and was instructed to turn the device into MRI mode. The patient had a herniated disc, affecting her right shoulder and right hand, and the disc was not related to the device or therapy. The patient was directed to have their healthcare professional call in for MRI information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.